Event description:
A us distributor reported that an electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor and service code 204 was displayed. The trunk cable was cut, damaging wires in the cable and pgnd lines. The root cause for cut cable was unable to be positively identified. There was no adverse event that resulted from the damaged electrode belt.